Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. The device was in clinical use during the time of the event, but no patient harm was reported.

Manufacturer narrative:
Date received by manufacturer: 16aug2019. Date of report: 02oct2019. The service engineer (se) inspected the device. The se found the touchscreen would not calibrate and would not respond to touch on top right corner and bottom left corner. The se replaced the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.